Event description:
It was reported that a balloon leak occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the balloon failed to inflate. A second attempt was made but it also failed at it was noted that the balloon leaked at 12 atm. The device was removed, and it was noticed that the catheter delivery system was crooked. The procedure was completed with a different device. There were no patient complications. It was further reported that during the inflation of the balloon at 6 atmospheres, a visible pinhole was noted.

Event description:
It was reported that a balloon leak occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the balloon failed to inflate. A second attempt was made but it also failed at it was noted that the balloon leaked at 12 atm. The device was removed, and it was noticed that the catheter delivery system was crooked. The procedure was completed with a different device. There were no patient complications.